Manufacturer narrative:
Complaint conclusion: as reported, the white tube tip of a 6f/7f mynx control vascular closure device (vcd) was damaged and it did not enter the unknown sheath. There was no reported patient injury. The user tried to enter and use mynx control normally to stop bleeding, but it failed because the white tube tip was damaged and did not enter the unknown sheath. The procedure was a percutaneous coronary intervention (pci). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that both buttons 1 and 2 were not depressed, and the stopcock was set in the open position. Neither the syringe nor the procedural sheath were returned for analysis. The sealant remained in its manufactured position, swollen by blood and exposed due to the kinked condition present on the cartridge assembly. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the catheter¿s working length was measured to be verified, and dimensional analysis result was found within specification. The slit length on the outer sleeve was not verified due to the outward kinked condition on the cartridge assembly. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to both buttons 1 and 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly area was inspected with a vision system to obtain a magnified image, observing that the sealant sleeves present a kinked condition. The sealant remained in its manufactured position, swollen in blood and exposed due to the kinked condition observed on the sealant sleeves. No other outstanding details were noticed. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device since there was no frayed/split/torn condition noted; however, a kinked/bent condition of the sleeves was noted. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tube tip of a 6/7f mynx control vascular closure device (vcd) was damaged and it did not enter the unknown sheath. There was no reported patient injury. The user tried to enter and use mynx control normally to stop bleeding, but it failed because the white tube tip was damaged and did not enter the unknown sheath. The procedure was a percutaneous coronary intervention (pci). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: initial image of device received condition reveals the sealant sleeves are frayed/split/torn and the sealant is exposed.